Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
The event occurred in USA during pm. It was reported that the pressure reading issues, were out of range. No harm to any person has been reported. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. Complaint #(B)(4).